Event description:
Related manufacturer reference number:1627487-2023-04642. It was reported that the patient is experiencing inadequate pain coverage/pain relief. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.